Event description:
The facility representative reported a flo-gard infusion pump which alarmed and stopped a patient infusion of an unknown drug. The pump began alarming after it was unplugged by the patient. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The patient's therapy was continued on another, unidentified pump. No additional information is available.

Manufacturer narrative:
(B) (4) the device was evaluated by a baxter technician. Visual and functional testing were performed. The reported condition of a flo-gard infusion pump which alarmed and stopped a patient infusion of an unknown drug was confirmed during the evaluation and was attributed to a depleted main battery. The customer refused the repair estimate and the device was returned to the customer unrepaired. Additional information regarding the event also was not available from the customer. No further action is warranted at this time.

Manufacturer narrative:
(B) (4)a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
During the preparation of precise (p10040xc), while flushing the device, the stent was partially deployed 2mm from the sds. The product was inspected prior to use and no anomalies were noted with the packaging or the product. The device was prepped per the IFU. No other info is available. The product was not clinically used and another product was used and the procedure was completed successfully.